Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer called the helpline for information on a safety issue. The customer also reported experiencing low blood glucose values for a month. The customer's blood glucose value was 40 mg/dl. At the time of the phone call. The customer declined troubleshooting for the low blood glucose values, against the helpline's recommendation. The customer will return the insulin pump for a replacement. No further information was provided.